Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown). Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up when our investigation is completed.